Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1. The initial reporter region state is unknown. (B)(6) has been used as a default. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the medical assistant was administering the pcv20 vaccine and upon dispensing the medication it squirted all over the health professional. This is the second time this has happened with this type of needle. There was unknown patient involvement, and no patient harm/adverse event reported.